Event description:
It was reported that before use, the cs300 intra-aortic balloon pump (iabp) had a low vacuum alarm when on setting 1 to 1. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had a low vacuum alarm when on setting 1 to 1. There was no patient involvement.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Event description:
N/a

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and was unable to reproduce the reported failure. Completed pm with full calibration, functional testing and safety check to factory specifications. Returned to the customer and cleared for customer use.